Event description:
Earlier this year, the pt reportedly developed inflammation and redness near the implant site. In june 2003, the pt underwent revision surgery to excise granular tissue; no bacterial or fungal contamination were found. After the revision surgery, the inflammation returned and led to severe edema. In 2003, the pt's device was explanted. The pt will be reimplanted when the inflammation is resolved.